Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging her onetouch verio iq meter read inaccurately low. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the evening of (B)(6) 2014. The patient reported obtaining blood glucose results of ¿31 and 70 mg/dl¿ with the subject meter. It is not known how the patient manages her diabetes or if changes were made to her usual management routine. About 40 minutes after the start of the alleged issue, the patient claimed she felt symptoms of shakiness, confused, had a fruity taste in her mouth. The patient also claimed having difficulty breathing, was slurring her words, was combative and ¿blacked out.¿ the patient reportedly went to the emergency room (ER) and obtained a blood glucose result of ¿787 mg/dl¿ with the hospital device. The patient was administered insulin as treatment. The patient was also reportedly put on a novolog drip. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.